Event description:
It was reported that the manifold valve on an irc5po2 concentrator is not shifting fully. Per independent repair center statement, the unit was alarming or displaying a red light. The key failure was the mailfold valve, not shifting fully, intermittently.